Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device the top and bottom cases were in excellent condition. Cracked right plunger case. The pump event history showed a check syringe plunger sensor error and acu watchdog failure in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after syringe test and also using biomed diagnostics monitor syringe plunger sensor and power up process. Left plunger case flippers were stuck (cracked screw boss). Found no damage to plunger head. The root cause of the reported issue was unable to be determined. The technician replaced main board as preventive measure. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that a syringe plunger sensor and acu watchdog errors was observed. No patient injury was reported.